Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak with a minicap. The patient stated that the minicap cracked and leaked iodine after securing it to the transfer set. The patient stated they were not using excessive force to secure the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufactured date: (B)(6) 2015. A companion sample was received for evaluation. A visual inspection was performed; no issues were noted. Leak testing of the device was performed and revealed no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.